Event description:
Info received indicates the bed cannot be placed into trendelenburg.

Manufacturer narrative:
The tech isolated the issue to the trend cylinders. He replaced the trend cylinders to repair the bed.